Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the sample inspection, there was excess silicone on the tip of the catheter found.

Manufacturer narrative:
Received 1 used drainage bag with the catheter still attached. The reported issue was confirmed as manufacturing related. Per visual inspection, a burr was noted at catheter tip and funnel. Per dimensional evaluation, the flash on molded funnel was measured and results are as follows: 0.02980¿ and 0.02742¿ (the flash on molded funnel must not exceed 1/32 inches (0.03125¿)). The flash on molded funnel was found within specification. . The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that during the sample inspection, there was excess silicone on the tip of the catheter found.